Event description:
New information received notes that the patient's atrial lead exhibited a recurrence of noise. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was exhibiting noise. Multiple episodes of noise reversion were noted. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's atrial lead exhibited a recurrence of lead noise. No intervention was performed. The patient was stable.